Event description:
It was reported that the pt use to feel stimulation in the vaginal area but now it is more near the rectum. This change started after the pt lifted 10 lbs. There has been no change in her therapeutic benefit. Her device has improved her quality of life. She was at home in good condition. Further info is being requested from the hcp.